Manufacturer narrative:
Analysis of the obturator, model# 8586, lot# 0212575041, found a no significant anomalies. Damage to the tip of the obturator was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was indicated a second tunneling tool was not used to successfully complete the procedure. It was stated there was no patient impact. The patient did not experience any symptoms. The issue was considered resolved.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who was undergoing a shunt procedure for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. During an implant procedure, the plastic part detached from the tunneling tool. The tunneling tool was used to perform a shunt procedure. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was unknown what troubleshooting/actions/interventions were taken to resolve the issue. No patient symptoms were reported. The status of the patient was stated to be alive and with no injury. The tool would be returned. It was unknown if the issue resolved. No complications were reported/expected.